Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test due to loose motor support disk.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.